Event description:
It was reported that after opening it and using it for surgery, it broke just by touching it, so the health professional stopped using it.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Based on the evaluation, observed that the pigtail part of stent was breakage. It was notice that sample was not completely returned due to no black suture was intact with sample. Sample has been examined under microscopic, and the cut surface was smooth. However, the exact cause on how the event occurred cannot be determined. A potential root cause for this failure could be due to user related or supplier (example: mishandling product/material brittle). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h: this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening it and using it for surgery, it broke just by touching it, so the health professional stopped using it.

Manufacturer narrative:
Initial reporter full facility name provided is (B)(6) hospital, (B)(6) hospital (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.